Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection of the delivery system revealed no abnormalities. Functional testing revealed that the balloon was able to be fully inflated, held for three seconds and fully deflated and was within specifications. Dimensional testing was performed on the balloon outer diameter and all measurements met specification. No imaging was provided. During balloon manufacturing, the inflation balloon is 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots and contamination, working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. During manufacturing, the crimp balloon component is 100% inspected for balloon double wall thickness. Under minimum 8x magnification with dark background the balloon is inspected for the following: defects and cosmetic appearance, foreign matter, impurity or contamination fish eyes, and gel spots. During manufacturing, the inflation balloon is 100% inspected for contamination. During manufacturing, the crimp balloon to inflation balloon laser bond is 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns. During the manufacturing of the delivery system, the inflation balloon is 100% inspected for balloon size before the pleating and folding process. After pleating and folding is completed, the balloon is visually inspected for the following: fold lines and distorted/pinched folds. During manufacturing the balloon shaft to y-connector bond is inspected for gaps, leak channels, bubbles, and partial/no adhesive coverage. The device underwent 100% final inspection by manufacturing and quality for the following: the entire device was inspected for missing components, incorrect assembly, damage (e.g. Kinks, cuts), and contamination. The inflation and crimp balloons are 100% visually inspected for distorted/pinched folds, wrinkles/waviness, and fold lines. The flex and balloon catheters were 100% leak tested. After balloon catheter leak testing, the inflation balloon was inspected for damage. In addition, each lot is required to undergo product verification testing using samples. All samples selected from each lot were visually inspected to ensure the devices were free of physical defects such as kinks, cracks, and loose or missing components, prior to functional testing. All samples were also tested to assure proper de-airing capabilities. Furthermore, the balloon inflation/deflation time and inflation pressure were evaluated and met the specification. The inflation pressure was calculated and met the specification. These instructions and inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the complaint event. The device history record was reviewed and did not reveal any issues that could have contributed to this event. Review of lot history did not reveal additional events for delivery system ¿ inflation difficulty. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system ¿ inflation difficulty was not confirmed. The delivery system was able to be inflated and deflated within the time specification using the full prescribed inflation volume. Visual inspection and functional testing as well as a review of DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaints. Additionally, per the complaint description, ¿after removal of the 1st delivery system, the physician inflated the balloon on the back table and the balloon was able to be inflated¿, suggesting that the complaint is not related to a device malfunction. A review of manufacturing mitigations additionally supports that the delivery system has proper inspections in place to detect issues related to the reported event. It was noted that ¿the device was torqued during insertion and valve alignment¿. Torqueing the device can result in a bend in the balloon catheter and/or a twist in the crimp balloon. A twist in the crimp balloon could have reduced the inner diameter of the balloon restricting the flow of the saline solution. Although visual inspection did not reveal a bend in the delivery system, it is possible that a bend occurred during use but was not severe enough to cause permanent damage to the device. Although patient information was not provided, it is possible that tortuosity may have also contributed to the complaint event. Tortuosity may have also caused a bend in the balloon catheter, restricting the flow of the saline solution. The complaint was not confirmed. No potential manufacturing non-conformance were determined. In this case available information suggests that patient (tortuosity) and/or procedural (torqueing of delivery system) may have contributed to the complaint. No labeling or IFU inadequacies were identified and review of the complaint history revealed that the occurrence rates did not exceed the july 2018 control limits; therefore, no corrective or preventative action was required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During valve deployment with of a 29mm sapien 3 valve in the aortic position, the commander delivery system balloon was inflated with nominal volume (33ml) and did not inflate completely. The valve was deployed; however, the balloon inflated with 28ccs of volume (the physician could not delivery the last 5ccs of volume). Troubleshooting maneuvers were performed, the flex catheter was pushed back and re-deployed and the remaining 5ccs could not be released. The delivery system was removed through sheath with no harm to the patient. A new delivery system was inserted and the valve was post dilated. The valve was in good position and no paravalvular or central leak was noted. The patient was stable. The delivery system and sheath will be returned along with the syringe. Of note, after removal of the 1st delivery system, the physician inflated the balloon on the back table and the balloon was able to be inflated. As reported, inflation time was under 5 seconds, and the device was torqued during insertion and valve alignment (counter clockwise and ½ turn). No kinks were noted on the system. The ratio of contrast to saline in the inflation medium was 85/15.